Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while attempting to implant the right ventricular (rv) lead, the lead exhibited high capture threshold. The lead was then repositioned, and the helix exhibited a rotation issue. The lead was not used. Patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The helix was found retracted and clogged with blood/tissue. X-ray inspection found over torqued of the inner coil at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing found internal shorting due to over torquing the inner coil inside the connector region consistent with procedural damage.

Manufacturer narrative:
Upon review, the pacemaker lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.